Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 10f .035-inch 11cm avanti+ introducer sheath was observed to have a black thread-like unknown material. The procedure was completed by replacing the device with another device. There was no reported patient injury. The device was not applied to the patient¿s body. The sterile pouch was not received open or compromised, and there were no signs that the inner package had been opened. The condition was noted after receipt of the product and prior to use. The device had not yet been stored and was being inspected upon delivery to the hospital warehouse. The actual product was not damaged. The device had not yet been used by the user. The device will be returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.additional information is pending and will be submitted within 30 days upon receipt.